Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored. No blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had moisture damage on the lcd board. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a missing end cap sticker and a cracked end cap.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.